Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the left bundle branch area pacing (lbbap) lead became twisted as the torque was not transferring to the tip when the physician was burrowing the lbbap lead. The electrical measurements of the lbbap lead were reported to be within normal range. The twisted insulation was confirmed visually when the lbbap lead was removed from the patient's body. The lbbap lead was not used and was replaced. The patient remained stable throughout the procedure.